Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they are having issues with a device that it implanted in their back. They moved states so do not know who to contact to have stimulator serviced or recalibrated. The device loses signal while charging all the time and it takes forever to charge. Group a says "settings not available, cannot provide your desired intensity settings". Patient reported they have had this problem before.